Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implant was installed in intraoral region #19, it was verified its non osseointegration. Pt had low bone quality (bone type iii) and bone graft was executed.